Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board was failed. A technical support specialist (tss) worked with customer on the phone, the item was reassigned and an issue attempt was made and the drawer opened, but the cubie did not, and the system repeatedly prompted to return the key. A cycle out was then performed, which successfully opened the cubie. Based on this behavior, the cubie¿s physical position or board may be faulty, and a field service engineer (fse) visit is recommended to inspect the board. The fse found that the drawer board was faulty however, access to the top of the unit was not possible due to the absence of a required key then the key was ordered. The key was still not received, and the fse closed the case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, cubie 01,02 position keeps erased. Customer de assigning self when issue occurred, but drawer opened and not cubie.there were no adverse events or injuries reported based on this event.